Manufacturer narrative:
Date of event/concomitant medical products treatment: the event occurred on an unspecified date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) homechoice cassettes leaked from an unspecified location. The leak was further described as "a small puddle of fluid below the cassette door at the end of treatment". This occurred during use of automated peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) advised the patient to notify their registered nurse regarding the issue. Rts reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.